Event description:
It was reported that there was no shunt occlusion, but the ventricle did not shrink. Valve was explanted, and there was no impact to pt.

Manufacturer narrative:
(B) (4). The valve was patent but did not meet the requirements for leak testing due to several tears on the top of the reservoir. The damaged condition of the valve precluded further testing. The conditions of the complaint could not be duplicated by laboratory personnel. It is unknown how or when the damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.